Event description:
Due to malfunction of feeding pump, ventilator-dependent pt received 240 ml of pulmocare via gastrostomy tube (gt) over 90 mins, instead of 90 ml as ordered, resulting in episode of vomiting. Pt remained stable, without adverse effect. Gt feed held for six hrs.